Event description:
It was reported when using the bd vacutainer® one use holder, the device experienced holder separates from the non patient end needle. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: customer reports they've been facing difficulties in the attachment of the needle with the holder, the needle keeps spinning. Customer believes that the challenge regards only to the needle, where the support of safety shield is getting loose and making impossible to attach it to the holder. However, since both have been used as a system, a complaint has been created to capture the holder as well. The customer fits the safety into the hub and shows: "we've been facing a challenge regarding fitting the needle into the holder. When it's connected to the holder, it spins the device and it doesn't lock, it keeps spinning inside the needle's component pointed (the collar), which makes it easier for the safety shield to separate and the needle's lock, the connection between the needle and the holder is compromised".

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® one use holder, the device experienced holder separates from the non patient end needle. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: customer reports they've been facing difficulties in the attachment of the needle with the holder, the needle keeps spinning. Customer believes that the challenge regards only to the needle, where the support of safety shield is getting loose and making impossible to attach it to the holder. However, since both have been used as a system, a complaint has been created to capture the holder as well. The customer fits the safety into the hub and shows: "we've been facing a challenge regarding fitting the needle into the holder. When it's connected to the holder, it spins the device and it doesn't lock, it keeps spinning inside the needle's component pointed (the collar), which makes it easier for the safety shield to separate and the needle's lock, the connection between the needle and the holder is compromised".

Manufacturer narrative:
H6: investigation: bd received 1 video and 6 photos from the customer in support of this complaint. A visual examination of the photos was performed and, they are blurry and no issue is seen with the holder. Additionally, the video was evaluated, and the video does not show the customer¿s failure mode, no issue is seen with the holder. Bd was unable to duplicate or confirm the customer¿s indicated failure mode from the video and photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® one use holder, the device experienced holder separates from the non patient end needle. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: customer reports they've been facing difficulties in the attachment of the needle with the holder, the needle keeps spinning. Customer believes that the challenge regards only to the needle, where the support of safety shield is getting loose and making impossible to attach it to the holder. However, since both have been used as a system, a complaint has been created to capture the holder as well. The customer fits the safety into the hub and shows: "we've been facing a challenge regarding fitting the needle into the holder. When it's connected to the holder, it spins the device and it doesn't lock, it keeps spinning inside the needle's component pointed (the collar), which makes it easier for the safety shield to separate and the needle's lock, the connection between the needle and the holder is compromised."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 17-jun-2022. H6: investigation summary bd received 1 sample, 1 video, and 6 photos from the customer in support of this complaint. The sample, photos, and video were evaluated, and the video does not show the customer¿s failure mode of unable to attach, as it does show the hub of the needle becoming loose. The photos show no issues with the holder. The sample was tested by inserting a needle into the threaded end of the holder. The needle was able to be threaded completely into the holder with no issues. Additionally, 10 retention samples from the bd inventory were functionally tested and no issues were observed. Bd was unable to duplicate or confirm the customer¿s indicated failure mode from the video and photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.